Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (llot 281241) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation: occupation is lay user/patient this event occurred in (B)(6). The meter and test strips were requested for investigation. The customer's meter and strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot # 286 321 80 (recal) and a retention meter. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 45%, donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 3.4 inr, customer meter and customer strips: 3.5 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and customer strips: 3.4 inr. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 281241) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.2 inr. The result from the laboratory was 1.7 inr. Both of these results were obtained "before taking heparin." Further clarification on the customer's use of heparin was requested but was not provided. The customer's therapeutic range is 2.0 - 2.5 inr. There was no allegation that an adverse event occurred related to the discrepant results. The customer is doing well.